Event description:
I had a stereotactic breast biopsy performed using mammotome technology and due to bleeding from the biopsy site, dermabond was applied to the area. As the area had been locally anesthetized there was no immediate pain. In subsequent days, the wound was not healing and was extremely painful. Around the incision was not healing and was extremely painful. Around the incision was white/yellow in color, approx 4cm in diameter with red edges. I was diagnosed by my breast surgeon as having sustained second and third degree burns, likely due to an allergic reaction to dermabond. The wound has required débridement and dressings with silvadene. I am being referred to plastic surgeon for possible excision of the wound. Frequency: stat; route: applied to a surface usually the skin. Diagnosis or reason for use: skin closure following breast biopsy. Event abated after use stopped or dose reduced: no.